Event description:
It was reported that during implant, the right ventricular (rv) showed a confirmed fractured and right atrial (ra) lead had a suspected fracture. It was also noted that following multiple attempts  to implant the ra lead, the threshold was high, and there were no ideal parameters. Furthermore, repeated rotation resulted in a broken tip and could not be "retrieved" and fixed normally. The tip of the rv lead was also damaged and wrapped in tissues . Both pacing leads were attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.